Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during the index procedure a type ia endoleak was detected. The device was ballooned without resolution. Per the physician, the cause of the event cannot be determined. An intervention took place on the same day, during which the physician carried out open repair of the proximal seal zone to resolve the type ia endoleak with suturing of the proximal neck for reinforcement. No additional clinical sequelae were reported and the patient will be monitored.